Event description:
While attempting to defibrillate a pt (age & gender unk) the device did not discharge. Device was being used with hands-free electrodes. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Customer's biomed was unable to duplicate the alleged malfunction.